Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. According to the evaluation result by the olympus local service center, it was reported that he confirmed error code u008 that indicates the malfunction with touch screen and the front panel of the subject device was replaced. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation result, it was surmised that the reported failure phenomenon was attributed to the malfunction with the touch screen on the front panel of the subject device. The usg-400 instruction manual states the corresponding method when there is an abnormality for the device.

Event description:
During a laparoscopic gynecological procedure, the subject device was used. In the procedure, "touch screen error (error code u008)" was displayed on the touch screen of the subject device. The user replaced with another thunderbeat instrument but the error could not be resolved. The intended procedure was completed using another device. There was no patient injury reported.